Event description:
Following intraocular lens (iol) implant surgery, a consumer reports periodic inflammation and suspects she may be having an allergic reaction to the implant. She is being treated with medications.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 02/08/2008 and 02/12/2008 by mail, fax and phone. A completed questionnaire was received. Provided by manufacturer. This report was mailed to FDA on: 03/07/2008.